Manufacturer narrative:
Section d catalog number was corrected. Section e initial reporter information was corrected.

Manufacturer narrative:
Impella cp sn (B)(6) + usb returned for evaluation. Data review: data logs confirmed the low flow when pump started with fluctuated ps & suction alarms triggered. Pump then was stopped manually & restarted with the same issue. The low flow remained to the rest of the case. There were no mc spikes or purge issues observed during support. Product analysis: pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. Low or blocked pump flow: the cause of low flow was unable to be determined as limited clinical details were provided and no issue was found on the pump. Bradycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
See case information #(B)(4). Pump placed independently, pt. Became bradycardic upon insertion, flow 0.7. Tvp placed, heart rate increased, flows remained 0.7, I arrived onsite & had them replaced with a new cp.